Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The suspect device has not been received by carefusion.

Event description:
The customer reported the compressor on the avea ventilator is very noisy and is also alarming loss of air. Upon further investigation, the customer reported the holding on the compressor were loose and had requested a new compressor for the suspect device. The customer reported the suspect device was not in use when the incident occurred. Carefusion (cfn) technical support has issued a purchase order (po) for a new compressor and the involved component will be available for evaluation once they receive the po.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect component, an vela compressor assembly, and evaluated the device. An evaluation of the component duplicated the reported issue and isolated the issue to a broken bearing at the lower left of the orbiting scroll.